Event description:
It was reported that there were two occurrences where the bd saf-t-intima¿ IV catheter safety system bevel of the needle bevel is not externalized and can not be used for puncture. A crack in the guide wire was noticed, which may have been the cause of the wire being trapped inside the catheter.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7349713. Our records show that this is the second instance of an incorrect lie distance being observed in this batch of saf-t-intima and the only instance of a damaged stylet. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineer was able to confirm the reported issues through the visual observation of the submitted device. Our engineer noted that the safety device had been partially activated which lead to the shortened needle, and the needle itself was bent in a region specifically designed to be thinner so that it can detect a flashback. At the conclusion of our review our investigators were unable to associate these non-conformance with our manufacturing process and as a result could not determine the root cause at the conclusion of our review.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were two occurrences where the bd saf-t-intima¿ IV catheter safety system bevel of the needle bevel is not externalized and can not be used for puncture. A crack in the guide wire was noticed, which may have been the cause of the wire being trapped inside the catheter.